Manufacturer narrative:
Concomitant medical products: 100 ml b. Braun pab container 0.9% sodium chloride injection, usp lot #: j7a702, exp. 04/18; (2) pri tubing; therapy date: (B)(6) 2017. The customer¿s report of an overinfusion was not confirmed. The pcu event log shows the pump module was programmed to infuse dexmedetomidine 200 mcg/50 ml at 2.5 ml/hr (0.2 mcg/kg/hr) at 8:52 pm on (B)(6) 2017. At 9:45 pm the dose was changed to 0.1 mcg/kg/hr (1.3 ml/hr).the device was paused at 9:48 pm and was channeled off at 10:33 pm. The volume recorded as being infused during this period was 2.342 ml. It is unknown why the device was paused at 9:48 pm and then left in a paused state until being channeled off at 10:33 pm. Functional testing found the pump module to be delivering fluid within specification. There were no leaks or anomalies observed with the primary set. The root cause of the overinfusion was not identified.

Event description:
The customer reported that a ventilated patient¿s precedex drip (50 ml bag) on channel b was started at 0.2 mcg/kg/hr then titrated down to 0.1 mcg/kg/hr due to patient sedation and decreased blood pressure. Channels a and c were both infusing 0.9% normal saline, and fentanyl (12.5 mcg/hr) was on channel d. The precedex bag was found empty approximately 75 minutes after the start of the infusion, when 37.7 ml vtbi was expected. No device alarms were observed during this period. The tubing was disconnected. Programming was reviewed and determined to be correct. After the event, the patient was lethargic, arousable, and continued on pressure support ventilator settings as previously ordered. No other effects were reported, and the patient was stable several hours later. Although requested, no other information was provided.